Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was able to be duplicated by a manufacturer field service technician through functional evaluation. It was reported that when the reported event occurred, the device was being used with third party cutting accessories. When the device was evaluated by the manufacturer using the third party cutting accessory, excess current was drawn, causing vibration and additional stress on the motor, which led to the reported overheating. When the device was evaluated using a stryker sagittal saw blade, it was noted that the device performed within specifications. The device instructions for use states to always use stryker sagittal saw blades with this device, and that failure to comply may result in injury to the patient and/or health care staff.